Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. A 2 year lot history review could not be conducted as a lot number was not provided. A DHR review cannot be conducted as no lot/ serial number was provided. A two-year review of complaint history revealed there has been 3 complaints regarding 3 devices for this device family and failure mode. During the same time frame 11,672 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0003. Per the instructions for use, the user is advised the following; that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose the proper implant size based on specific procedure and patient history. The patient should be told to follow the surgeon's protocol for postoperative management. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The complaint is still in the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The representative reported on behalf of the facility that the t60s, tenolok anchor, migrated from its initial placement during a bicep tenodesis procedure 6 months prior. During a post-op visit the patient complained the bicep was still sore, a scan showed the anchor was now in the intermedullary canal. A secondary procedure was performed to remove the anchor, the surgeon broke the anchor into 4 pieces and removed them through an existing pervious incision. This report is being raised based on patient injury due to a secondary surgery having to be performed to remove the migrated implant.